Event description:
It was reported that two days post implant follow up, dft testing failed and the lead found to be dislodged. The physician repositioned the lead and dfts were successful. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).